Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off, and an occlusion alarm occurred. It was reported that the customer was found unresponsive, and emergency services were called and transported the customer by ambulance to the emergency room (ER) and admitted to the hospital, due to a blood glucose (bg) level of 800 mg/dl with high ketones. Reportedly the customer was in coma for two days. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged (B)(6) 2023. Customer will continue to use current pump; however, a replacement pump was sent to the customer to resolve the issue.